Event description:
It was reported that the device failed to charge to a selected energy and treat patient. Device users immediately retrieved another defibrillator and successfully administered therapy. There was no adverse effect to patient. Customer's biomedical technician informed that the device was being used on dc power during the incident. After the incident, biomed tested the device functionality on ac and dc power and confirmed proper operation.

Manufacturer narrative:
Physio-control evaluated the device and determined a charge depleted battery resulted in loss of power. It was observed that the internal foam spacer placed around the display monitor slid up and covered approximately an inch of display thus blocking the low battery notification on the bottom of the screen. The root cause of the reported incident was user inability to see the low battery message due to the blocking by the foam. Physio reseated the misaligned foam spacer to restore full view of the display and confirmed proper device operation through functional and performance testing before returning the device to the customer for use.